Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), video analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a bulge in the catheter tubing was confirmed. A video of the implicated s/l groshong clearvue catheter was returned for evaluation. The catheter had been previously inserted into the patient. A needleless injection cap and a luer-lock syringe with clear liquid were attached to the luer adaptor of the catheter. As the syringe plunger was advanced, the extension leg tubing was seen bulging directly distal of the strain relief sleeve. The bulge was only present during active infusion; when the syringe plunger was released, the bulge in the tubing would decrease. The characteristics seen on the catheter are indicative of damage due to over-pressurization. This can occur through the use of syringes smaller than 10ml, flushing against an occlusion, or due to excessive forces applied during infusion procedures. If the catheter is over-pressurized, the catheter material can obtain permanent weakness which will allow the material to bulge and potentially burst on subsequent infusions. It appeared that some resistance was felt while flushing the catheter, as the movement of the syringe plunger was not smooth in the video. Resistance to flushing could indicate an occlusion or kink in the catheter. The product IFU states, ¿catheters that present resistance to flushing and aspiration may be partially or completely occluded. Do not flush against resistance. If the lumen will neither flush nor aspirate and it has been determined that the catheter is occluded with blood, a declotting procedure per institution protocol may be appropriate. ¿ h3 other text : evaluation findings are in section h.11.

Event description:
(B)(4) it was reported that this pediatric patient had the groshong PICC catheter placed due to hemopathy on (B)(6) 2022. When injecting syringe to flush the catheter on (B)(6) the nurse found a ¿bulge¿ at the extension tubing connector. When the injection was halted, the bulge disappear. To prevent potential fracture of the extension tubing, it was decided to replace the extension tubing.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of regp0145 showed no other similar product complaint(s) from this lot number.

Event description:
Pr#(B)(4) it was reported that this pediatric patient had the groshong PICC catheter placed due to hemopathy on (B)(6), 2022. When injecting syringe to flush the catheter on (B)(6), the nurse found a ¿bulge¿ at the extension tubing connector. When the injection was halted, the bulge disappear. To prevent potential fracture of the extension tubing, it was decided to replace the extension tubing.